Manufacturer narrative:
Troubleshooting was unable to identify any cause for the communication issues and the device is not available to the firm for investigation.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2021 to treat lower leg and foot pain. In (B)(6) 2024 the patient reported some issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting was performed and unable to determine the cause of the issues. On (B)(6) 2024 a surgical revision was performed to replace the ipg. The implanted leads remained in place and were connected to the new ipg. The explanted ipg was retained by the medical facility and is not available to the firm for further investigation.